Manufacturer narrative:
(B)(4). Batch # r57u4t. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage, further analysis of the device shows one staple was missing from the pocket and the breakaway washer was uncut. The missing staple was reloaded on the device and the device was tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. In addition, no staples protruding were noted at any time during the analysis of the device. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, before the device was inserted into the patient, the customer noticed that staples were extruding from the housing when the anvil was removed. A second like device was used to complete the procedure. There were no patient consequences reported.